Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Patient¿s blood glucose was 41 mg/dl. Patient has treated with food and cake. Customer decline troubleshoot for low blood glucose. Insulin pump is not expected to return for analysis.